Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient presented to the emergency department with complaint of chest pain. Thresholds on the right ventricular lead were slightly elevated and the r waves were diminished from implant. Echocardiograms were performed and confirmed there was no pericardial effusion. The lead was repositioned in an attempt to eliminate the chest pain thought to be associated with the lead position and remains in use. No further patient complications have been reported as a result of this event.